Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision procedure the pulse generator exhibited back up vvi mode. After a software download, the device resumed normal function. The patient was asymptomatic.